Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was pacing at a rate lower than the programmed lower rate. The patient also reported that the crt-d takes too long to increase the pacing rate in response to activity. Follow up with the patient's clinic yielded no further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the patient was seen in clinic and the device was found to be functioning as programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.